Event description:
It was reported that during a paroxysmal atrial fibrillation case a perforation in the left atrium was observed on the map. Intracardiac echocardiography (ice) confirmed a pericardial effusion. Pericardiocentesis was performed and 350 ml of fluid was removed. The patient was stabilized and under observation. Additional information received revealed the physician was having difficulty manipulating the thermocool sf catheter around the right superior vein. As he was attempting to stabilize his catheter on the roof just outside of the vein, the catheter rapidly moved outside of the map. The physician was immediately notified. Live images of the left ventricle were visualized via soundstar catheter. A growing pericardial effusion was observed within 5 minutes. The patient¿s blood pressure dropped but the physician felt the patient was stabile enough to complete the wide area circumferential ablation on the right side veins. He then removed everything from the left atrium, administered reversed the anticoagulation therapy and continued to map the right atrium before deciding to perform a pericardiocentesis. At that time 350ml of fluid was removed and the blood pressure rose. The patient remained stable the entire time. This event is reportable due to the serious injury that occurred during use of a biosense webster ablation catheter.

Manufacturer narrative:
The catheter is currently being analyzed. Analysis conclusions will be submitted to the FDA in a supplemental report upon completion. Concomitant product: carto 3 system: us catalog # fg540000, serial # (B)(4). Stockert 70 system: us catalog # s7001, serial # (B)(4). Cool flow pump: us catalog cfp002, serial # (B)(4). Soundstar catheter: us catalog # 10438577, lot # unknown. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a paroxysmal atrial fibrillation case a perforation in the left atrium was observed on the map. Intracardiac echocardiography (ice) confirmed a pericardial effusion. Pericardiocentesis was performed and 350 ml of fluid was removed. The patient was stabilized and under observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed as well and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.